Event description:
It was reported a balloon ruptured on the first inflation at its rated burst pressure during a peripheral angioplasty procedure of an extremely calcified lesion. The procedure was completed successfully and there were no pt complications involved. The device was received, evaluated and retained by this MFR. The engineering evaluation revealed a longitudinal tear in the dilatation length of the balloon. The tip extrusion behind the distal ro marker was kinked. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with overpressurization, a longitudinal tear. It was also indicated this device was used in an extremely calcified lesion and was inflated and ruptured at its rated burst pressure. Co believes above factors contributed to this event and do not attribute it to the device. Co's directions for use state: "balloon rupture at lower pressure may occur in strictures exhibiting sharp points due to calcified material or staples. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.